Event description:
It was reported that balloon rupture occurred. The patient presented for ultrasound-guided percutaneous venipuncture balloon dilatation. The stenosed target lesion was located in the left upper limb. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced into the lesion. However, during the first inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and patient status was stable. It was further reported that target lesion was 75% stenosed, non-tortuous, and non-calcified. The balloon ruptured on the first inflation at 18 atmospheres for 5 seconds. The device was removed via sheath.

Event description:
It was reported that balloon rupture occurred. The patient presented for ultrasound-guided percutaneous venipuncture balloon dilatation. The stenosed target lesion was located in the left upper limb. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced into the lesion. However, during the first inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and patient status was stable. It was further reported that target lesion was 75% stenosed, non-tortuous, and non-calcified. The balloon ruptured on the first inflation at 18 atmospheres for 5 seconds. The device was removed via sheath.

Manufacturer narrative:
Device evaluated by manufacturer: gladiator elite 6.0 x40, 40cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 5mm proximal of the proximal markerband and extending approximately 30mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 24 atmospheres as per gladiator specification. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found the shaft of the device to be kinked at pproximately 5mm distal of the proximal markerband. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination identified no issues or damage to the tip of the device.

Event description:
It was reported that balloon rupture occurred. The patient presented for ultrasound-guided percutaneous venipuncture balloon dilatation. The stenosed target lesion was located in the left upper limb. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced into the lesion. However, during the first inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and patient status was stable.